Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 06/26/2013 reuse, electrode belt: sn (B)(4): 09/21/2015 reuse.

Event description:
A us distributor reported that a doctor alleged that the device did not alarm or treat during ventricular tachycardia. Per a review of the downloaded data for (B)(6) 2016 there were 2 automatic events. Per a clinical review there were no sustained vt or vf events that would lead to a treatment shock. The medical staff removed the device and treated the patient. Based on the available information at this time, the lifevest operated as designed. There is no information at this time to suggest that the lifevest caused or contributed to a death or serious injury. Reporting out of an abundance of caution.